Event description:
It was reported that noise was observed on the pace/sense portion of lead at the last clinic follow-up. Several episodes showed the device charged but did not deliver any therapy. No externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 21.7cm of the proximal portion was returned. Analysis of the returned lead portion was normal. Electrical tests that could be performed on the partial lead were normal. Without return of the entire lead, a complete analysis could not be performed.